Event description:
The customer contact reported device breakage. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming of the tubing set prior to pt use, it was noted that the tubing was broken at an unspecified location of the tubing set. No specific details were provided. Although there was a potential for a leak, no leakage was reported. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.